Event description:
It was reported that on (B)(6) 2025, a 12mm amplatzer septal occluder was chosen for implantation utilizing an unknown delivery system. Sizing was determined via transesophageal echocardiogram (tee) and was 12,4 mm with sizing balloon. Device was implanted without reported issue. No rhythm changes. Stability check was performed. No leaks were observed. Post procedure less than 48 hours, it embolized completely dislodging from the implant site to the left ventricle. No blockage of blood flow was observed. Emergent percutaneous snaring was performed. The patient status was reported to be good.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determined the cause for the reported device embolization. The reported patient effects of pain and embolism could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 21 july 2025, a 12mm amplatzer septal occluder was chosen for implantation utilizing an unknown delivery system. Sizing was determined via transesophageal echocardiogram (tee). Device was implanted without reported issue. Stability check was performed. Post procedure less than 48 hours, it embolized completely dislodging from the implant site to the left ventricle. No blockage of blood flow was observed. Emergent percutaneous snaring was performed. The patient status was reported to be good.